Event description:
It was reported that during a stenting treatment procedure, removal difficulties and fractured stent occurred. Access was obtained via the right femoral artery. The 80-85% stenosed lesion being treated was located in the severely tortuous, moderately calcified right coronary artery (rca). The physician implanted a 3.5x38 ion stent in the rca and noted an additional lesion distal to the implanted stent. The physician advanced a 16mm x 3.50mm ion stent delivery system (sds), however there was difficulty crossing the 3.5x38 ion stent and excessive force was used. The physician then began to remove the sds but again experienced resistance and used excessive force for removal. Upon removal of the sds it was noted that the stent had moved halfway off of the balloon and had fractured. A portion of the stent remained in the proximal rca. The physician used a 4.5x18 non-bsc balloon to crush the stent segment to the vessel wall. The procedure was completed by post-dilating with a unspecified 5.0 balloon catheter. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).